Manufacturer narrative:
Device evaluation: the explanted device was returned assembled with the pump cable cut approximately 10 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. The sealed outflow graft was returned attached to the pump outflow and the sealed outflow graft bend relief was returned properly engaged to the graft attachment. The apical cuff was returned secured with the fully engaged cuff lock. Examination of the lumen of the inflow cannula revealed a thin layer of white tissue-like ingrowth along the proximal edge of the textured blood-contacting surface, which was well adhered and did not appear large enough to have obstructed blood flow. Upon disassembly of the pump, visual inspection of the smooth and textured blood-contacting surfaces revealed no additional developed or adhered depositions or thrombus formations. The log file data retrieved from the device contained no atypical events and appeared to show the system operating as intended. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. No device-related issues were discovered during the evaluation of the returned pump. A direct correlation between the returned device and the reported gi bleeding could not be conclusively determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reproted that the patient underwent an urgent heart transplant due to device complication with gastrointestinal bleeding. No further information was provided.